Event description:
The customer reported that the system displayed a precharge voltage error message that they could not clear. The system was rendered unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system battery pack was replaced. The system was then found to be operating as intended.